Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal left circumflex artery. After a 3.00x12 synergy ii drug-eluting stent was implanted in the lesion, the patient went to the holding area. Subsequently, the patient developed chest pain and was brought back to the cath lab. Coronary angiography was performed and revealed thrombosis in the entire left system and not just where the stent was. The physician believes that the patient did not receive their anti-coagulant or they were resistant to it. The patient was given a bolus of integrilin. Balloon angioplasty was performed to treat the stent thrombosis and the procedure was completed. No further patient complications were reported.